Event description:
The patient was in the mayfield head clamp. When the physician flipped the patient to the prone position, the pins came out and lacerated the patient's scalp. Sutures were required. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.